Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial#: unknown. Other relevant device(s) are: product ID: 3778-75, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain/ spinal pain. Patient reported that several years ago, maybe 4-5 years ago, he had a fractured lead that was not revised. However this new allegation could not be confirmed by the rep. No symptoms reported. No further complications were reported/anticipated.